Event description:
It was reported that one day following the implant of a transcatheter aortic valve, a cerebral infarction occurred.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195 - heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day following the implant of a transcatheter aortic valve, a cerebral infarction occurred. Additional information was received that the situation during and immediately after the implant procedure remains unclear. Treatment was performed to added the cerebral infarction; however, the type of treatment was not specified. Per the physician, the cause of the stroke remains unknown; however, the stroke was believed to be related to the valve and the delivery catheter system (dcs) cannot be ruled out as a contributing factor. The patient's type 1 bicuspid aortic valve was reported as a contributing factor to the stroke.

Manufacturer narrative:
Updated data: b2.outcome attributed to adverse event. B5. A second paragraph was added. D. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: deliv sys d-evolutfx-2329 ; product ID: d-evolutfx-2329; serial/lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: n/a; FDA site ID: 9612164. D4. Expiration date, serial #, UDI #. H4. Device mfg date. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day following the implant of a transcatheter aortic valve, a cerebral infarction occurred. Additional information was received that the situation during and immediately after the implant procedure remains unclear. Treatment was performed to address the cerebral infarction; however, the type of treatment was not specified. Per the physician, the cause of the stroke remains unknown; however, the stroke was believed to be related to the valve, and the delivery catheter system (dcs) cannot be ruled out as a contributing factor. The patient's type 1 bicuspid aortic valve was reported as a contributing factor to the stroke.

Manufacturer narrative:
Updated data: d. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: deliv sys d-evolutfx-2329 ; product ID: d-evolutfx-2329; lot: 0012867005; UDI: (B)(4); manufactured date: 2025-06-13; use by date: 2027-06-13; implant date: n/a; FDA site ID: 9612164. H6. Additional codes. Corrected data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.